Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular lead was repositioned due to a perforation. Diaphragmatic stimulation and high thresholds were noted. The lead was successfully repositioned with good sensing, impedance and thresholds. There were no further adverse patient effects reported.